Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Manufacturer narrative:
Event description & codes corrected. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing that the patient had received a low battery warning & still had functioning therapy. It is unknown if this occurred prematurely. The ipg was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.